Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 24 x 3.00 promus premier¿ drug eluting stent was advanced to treat the lesion, however, it seemed the strut of the stent came into contact with an area of calcification and it was noted that the strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 24 x 3.00 promus premier¿ drug eluting stent was advanced to treat the lesion, however, it seemed the strut of the stent came into contact with an area of calcification and it was noted that the strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system associated with the finished goods batch was returned for analysis. A visual and microscopic examination found that the stent was damaged at the distal end. Struts on the most distal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked 113mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).